Manufacturer narrative:
(B)(4). Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked case, stripped battery cap coin slot, cracked lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 398 mg/dl and declined troubleshoot for high blood glucose. The display did not returned after new battery insertion. The customer will return insulin pump for analysis.